Manufacturer narrative:
Insulin pump received with missing retainer and reservoir tube o-ring. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer. Insulin pump received with broken belt clip rails.

Manufacturer narrative:
Insulin pump received with missing retainer and reservoir tube o-ring. Unable to perform the displacement test and p-cap / reservoir will not lock properly due to missing retainer. Insulin pump received with broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the lip ring was missing and clip rail was damaged. Customer reported that there was physical damage to the insulin pump's reservoir lip ring and the reservoir was not able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.